Event description:
During a presentation presented at the vascular leaders summit, 15 out of 2602 pts with de novo lesions who received cypher stents developed coronary artery aneurysms.

Manufacturer narrative:
Please note that this device, unk catalog and lot numbers, is not distributed in the united states. However, it is similar to the us distributed cxs stent. Add'l info has been requested but has not been forthcoming. This event was reported during a presentation at the vascular leaders summit. A report was received that a cypher stent was associated with coronary artery aneurysm sometime after implantation. The event involved a pt f unk age, gender and medical history. The reason for the pt's admission to hospital was not reported; but an angiogram revealed a lesion in an unk vessel that was described as de novo. No other vessel and/or lesion characteristics were provided. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unk size at an unk maximum inflation pressure. The post procedural administration of asa or plavix was not reported. Some time after the index procedure, the pt underwent a repeat angiogram that revealed a coronary artery aneurysm. The treatment of this event, if any was not reported. The product remains implanted in the pt and is thus not available for evaluation. In addition, a DHR review could not be performed since the lot number was not provided. Based on the limited info provided, it is not possible to draw a conclusion about a relationship between the device and the event.